Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the system needed re-homing for rotor to stop at the correct points. Otherwise the system functioned as expected. The system was re-homed and the issue was resolved. No parts were replaced. A full imaging system check-out was completed following the re-homing procedure and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that a loud bang was heard from inside the imaging system gantry during a spinal fusion procedure. It was reported that the rotor was unable to rotate into a true anteroposterior (ap) and lateral position and would stop at an oblique angle. A 3d spin was then taken successfully and the image was transferred to the navigation system. It was at this time that the loud sound was heard from inside the gantry. The procedure was completed successfully after no delay, and the patient was not impacted.